Event description:
Per the clinic, the patient experienced recurrent extremal ventricular drain infection. Subsequently, the patient was admitted to the intensive care unit (specific date not reported) and the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.